Manufacturer narrative:
A promus elite ous mr 12 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts from the distal stent strut row were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and the visual inspection of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26-nov-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly calcified proximal left circumflex coronary artery. After the lesion was crossed with a wire and pre-dilated with an apex balloon catheter, a 12 x 4.00 promus elite drug-eluting stent was advanced but failed to cross lesion. The procedure was completed with a different device. There were no complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.